Event description:
It was reported that the patient was not getting any pain relief and was having pain at the ipg site. The patient was also experiencing numbness on the legs. The patient underwent an ipg replacement procedure wherein the ipg site was relocated and the ipg was implanted deeper. The patient was doing well postoperatively and the explanted ipg was kept by the medical facility.

Manufacturer narrative:
Event date: exact date unknown, event occurred six months ago from the date manufacturer became aware of the event.